Event description:
It was reported via phone call that customer had blood glucose levels of 592mg/dl. The customer mentioned that they were unable to hear the insulin pump beeping. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.